Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7077510. Product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7078794.

Event description:
It was reported that the patient developed a wound infection and dehiscence at the lead site. The patient was administered antibiotics and underwent a spinal cord stimulation (scs) system explant procedure. The event is resolving.